Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: crease flat, broken, wear abrasion, underweight, a piece of the shell is missing. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is: - a striated edge opening on anterior due to surgical damage. Reason for reoperation: rupture.

Event description:
Healthcare professional reports a left side rupture. Later patient reported "left breast started to hurt extremely and it grew to about one size more than the right one," and broken prosthesis. The device has been explanted.